Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an atrial fibrillation procedure, an air leak occurred. After ablating the left pulmonary vein, while mapping at the left atrium, air was aspirated into the syringe that connected to the extension port of the sheath. Aspirated several times but the air was still aspirated. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.